Event description:
The reporter stated they had tried 4 pods and had a communication error during activation. The communication error was not resolved after tapping 'try again' and powering the controller off and on, they received a 'discard pod' message. The reporter then tapped 'discard' and filled and activated new pod, but the error persisted. The discarded pods were moved as far away as possible, so it did not interfere with the new pod activation, but it did not resolve the issue. After trouble shooting the issue with the reporter, the agent verified that the controller had been reset and was back to factory settings. The reporter was provided with steps to retrieve the omnipod ID and reset the password. Assistance was provided by a healthcare provider to connect the pod while at school. The reporter had discarded all pods by throwing them in a sharp bin. During the call, the patient¿s grandparents expressed concern about going to the hospital if the patient passed out again. It was not clear whether the patient had passed out or lost consciousness in relation to this issue. Efforts are being made to retrieve additional information. If further details are provided, a supplemental report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it was discarded. We are unable to determine if any product condition could have contributed to the reported hyperglycemia, and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.